Manufacturer narrative:
Investigation: one photo and one sample was received by our quality team for investigation. Upon visual inspection the catheter tip was damaged, therefore; the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the probable root cause could have occurred during the process that trims the catheter to the required shape or during product application when the product was manipulated.

Event description:
It was reported that 5 24g x 0.75in (0.7 x 19 mm) angiocath plus experienced catheter adaptor/connector/hub defective/deformed molding issue which was noted prior to use. The following information was provided by the initial reporter: catheter hub of angio cath 24g is torn.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 24g x 0.75in (0.7 x 19 mm) angiocath plus experienced catheter adaptor/connector/hub defective/deformed -molding issue which was noted prior to use. The following information was provided by the initial reporter: catheter hub of angio cath 24g is torn.